Event description:
Intraoperative serous fluid ultrafiltration was observed through the wall of a 4mm thin walled gore-tex vascular graft placed as a pediatric shunt in a female. The fluid was reportedly drained for 1 month until the leakage appeared to have stopped. During reoperation at 3 months p.o., however, a large pleural effusion was discovered which pressed on the trachea and lung. The child expired suddenly, some time after being discharged from the hosp. The exact cause of death is not known, but the physician believes the leaking shunt was a contributing factor.